Manufacturer narrative:
Concomitant medical products: product ID 977a260; serial# (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260; serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that an impedance check revealed there were high impedances on all electrodes except 2 and 11. The rep reported that the patient was to get the entire system replaced. The patient was waiting to get scheduled for entire system replacement. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. No further complications were reported.